Manufacturer narrative:
The investigation is pending and the results will be reported when available. The internal complaint's number is (B)(4).

Event description:
It was reported via clinical trial patient (B)(6): 00087-173 experience, urinary tract infection and post-op hematoma. Relationship to study device: probable.